Event description:
Mps console was being used in a surgical procedure when it displayed an "excessive inlet pressure" alarm, error code 219. The customer attempted to resolve the issue by powering the unit off and on again and then pushing the resume case button. The alarm continued to repeat itself. The customer then switched out this console with another mps console kept as a back-up. The cross clamp was removed while the console was changed out. The back-up console worked and the case was completed using the back-up console. The customer stated that there were no pt complications; however, medical or surgical intervention was necessary to preclude permanent impairment or damage. There was no injury that was associated with this event. The removal of the cross clamp simply extended the total surgery time by several minutes.

Manufacturer narrative:
(B)(4): method: performance tests of all specifications performed. Results: electrical problem.